Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had a helium leak. At the time of this report, the customer has answered our inquiries and states that there is no other information available. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was an ac2 helium regulator assembly. Visual inspection of the helium regulator assembly was performed and no abnormality was noted. The helium regulator assembly was installed into a known good ac2 and functional testing was performed. The helium regulator assembly failed the source side helium leak test. The helium tank pressure dropped from 461psi to 453psi approximately 17 minutes after pumping was initiated. The helium regulator assembly was leak tested and a leak was noted from the second stage pressure regulator. Note: this is the original helium regulator assembly for this pump. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "leak in helium supply" is confirmed. A leak was detected from the second stage pressure regulator during the complaint investigation which resulted in the reported issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to a leak from the second stage pressure regulator. The root cause of the pressure regulator leakage is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: na/ corrected data: n/a.

Event description:
It was reported that the pump had a helium leak. At the time of this report, the customer has answered our inquiries and states that there is no other information available. If further information is received, the complaint file will be updated.